Manufacturer narrative:
(B)(4). Batch # u5e66u. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 instrument was received with no apparent damage with a cartridge reload present. The cartridge reloads had the swing tab in the locked position, and the proximal 1 driver up and the remaining drivers were down with staples present. In addition, both gripping surfaces are broken off making the reload nonfunctional. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related an improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an open gastrectomy, it was found the proximal end of the cartridge was broken off before the 2nd firing. Another device and cartridge were used to complete the case. There were no adverse consequences to the patient. No further information is available.